Event description:
Inflation could not be maintained on one (1) m7sct, specialized single cannula low pressure cuffed tracheostomy tube. This was detected approx thirty (30) minutes after insertion. The m7sct device was tested prior to insertion and after removal with no visible leakage detected. A second m7sct device was placed with no further probelms reported. There was one (1) patient involved with no reported pt compromise. The m7sct device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the device has not been received by the MFR.